Event description:
On (B) (6) 2010, patient's husband reported, she has been receiving elevated blood glucose readings around 17 mmol/l (306 mg/dl); patient treats herself by manually injecting insulin. Patient's normal blood glucose range is usually around 5-7 mmol/l (90-126 mg/dl). Husband reported, patient has received no alerts or errors at any time. Patient is using a competitor's infusion set. Patient does not wish to disconnect and attempt bolus for confirmation at this time. Patient's husband reported she is convinced there is a leak in the system; patient has not physically felt any leaked insulin, or any insulin on her clothing or bedding. Troubleshooting did not find any product issues. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.